Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer with supplemental information from a nurse in the USA of peritonitis in a female patient coincident with dianeal unknown therapy. The daughter stated that on (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized. The patient was discharged from the hospital on (B)(6) 2012. The daughter stated that "she was vomiting so much, that she vomited bowels into her stomach." Follow up information was obtained from the nurse on (B)(6) 2012. The nurse (rn) confirmed the peritonitis event, the culture results, and the hospitalization dates. The rn could not confirm the event start date was (B)(6) 2012. The rn stated that the start date unknown. The rn stated the cause of peritonitis was "patient walked around for days with her peritoneal dialysis (pd) catheter cap off". The rn clarified the cause of peritonitis was reported as "she vomiting so much that she vomited bowels into her stomach" was not true. The rn clarified the patient was vomiting prior to peritonitis and that vomiting was part of patient's past medical history. The cause of vomiting was unknown and the patient received pd therapy retraining. The patient is recovering from the event. The rn stated that the event was not related to dianeal therapy or pd devices.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem is confirmed because the nurse reported a breach in aseptic technique (patient walked around for days with her catheter cap off).the assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.